Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) had a broken catheter adapter and leaked. The following information was provided by the initial reporter: "iag hub leakage and crack".

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) had a broken catheter adapter and leaked. The following information was provided by the initial reporter: "iag hub leakage and crack".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1053241; d.4. Medical device expiration date: 1/31/2024; h.4. Device manufacture date: 2/22/2021. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one miscellaneous extension tubing, a bd 10ml syringe, and a catheter adapter assembly with its original packaging from lot number 1053241. Upon inspection of the received catheter adapter assembly it was identified that the blue adapter is cracked on both sides of the push tab. The cracks run from the base of the luer end up to the push tab. The reported issue was confirmed. Based on location and shape of the crack, it most likely originated during the manufacturing process due to misalignment of the rotate grippers with respect to the pick and place gripper fingers. The DHR for lot 1053241 has been reviewed. One potentially related quality notification was found. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) had a broken catheter adapter and leaked. The following information was provided by the initial reporter: "iag hub leakage and crack."